Event description:
Product was returned for repair only with the distal tip of the upper jaw broken off. In contact with the hospital, it was determined that the device had broken during use, however the piece was retrieved without impact or injury to the pt.